Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right atrial exhibited chronic noise and inappropriate auto mode switch episodes. No intervention was reported. The patient was stable.

Event description:
New information notes that multiple episodes of atrial lead noise causing over sensing and inappropriate automatic mode switch reoccurred again. Reproducible with minimal isometric exercise in clinic. No plan for intervention at this time. Patient was stable.